Event description:
It was reported that arctic sun device was exhibiting 0 flow and low flow alarms. A check of the diagnostics in manual control showed that the circulation pump would generate no pressure. They requested a quote for the 2k hour service. There was a previous quote from 2022 that they told to send. Per review of wo, the device was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed a test circulation pump in order to fill. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device was exhibiting 0 flow and low flow alarms. A check of the diagnostics in manual control showed that the circulation pump would generate no pressure. They requested a quote for the 2k hour service. There was a previous quote from 2022 that they told to send. Per review of wo, the device was not used on the patient. Per sample evaluation results on 11jan2024, it was reported that the tank seals were lifted from the tank. The circulation pump motor was not spinning when powered on. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that arctic sun device was exhibiting 0 flow and low flow alarms. A check of the diagnostics in manual control showed that the circulation pump would generate no pressure. They requested a quote for the 2k hour service. There was a previous quote from 2022 that they told to send. Per review of wo, the device was not used on the patient. Per sample evaluation results on 11jan2024, it was reported that the tank seals were lifted from the tank. The circulation pump motor was not spinning when powered on. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed a test circulation pump in order to fill. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.